Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, as a result of the device's aging. The autopulse platform is a reusable device that was manufactured in january 2015 and is 7 years old, past its the expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. The data could not be downloaded due to the parameters in backup memory (non-volatile ram) have been corrupted. However, when connecting the platform to apvision3 software, the latch error 136 (internal parameter corrupted) was displayed quickly and then disappear due to the download process being interrupted. Thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. The root cause for the system error was due to the defective processor board. The processor board was replaced to remedy the "system error, out of service, revert to manual CPR" error message. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)displayed "system error, out of service, revert to manual CPR " on the screen panel. The crew was unable to clear the advisory and on and off performed manual CPR for 20 minutes. Return of spontaneous circulation (rosc) was achieved once before loading in the ambulance and once enroute to the hospital and on arrival at the hospital. Per reporter, although, no adverse effects to the patient during the time of zoll product used, the patient died 25 minutes after the patient was drop-off in the emergency room.